Event description:
It was reported that there is high potassium results during use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter: it was reported that the customer experience high potassium level. Additionally, on (B)(6) 2020 the customer provided the following additional information: "thank you for acknowledging the recent concern on our high potassium levels with the sst tubes. I did not initiate a complaint. Someone called as a survey to ask if we had any complaints or issues with any of the bd tubes. I mentioned that we have had several high potassium levels but I didn¿t know that it was necessarily a tube problem. Our instrument is highly sensitive to potassium. We have had in the past a problem when our phlebotomy team did not follow the proper procedure for blood collections. Some of these issues were not letting the alcohol dry, rubbing the arm vigorously before blood draw and using a butterfly needle. The gentleman asked me what our current lot number was and I gave him the information. I do not feel that I can answer these questions accurately, as this is a sporadic problem. If I should notice that it is a persistent problem, I will certainly contact bd. Thank you again for your concern."

Manufacturer narrative:
H6: investigation summary bd had not received samples or photos from the customer for evaluation. Therefore, 23 retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to erroneous results were observed.based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. This was a response to a post market surveillance survey. The customer acknowledged that they didn't feel it was the tube. Tech services has spoken to the customer and resolved their concerns. Educational material was provided to the customer. See h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there is high potassium results during use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter: it was reported that the customer experience high potassium level. Additionally, on 2020-06-23 the customer provided the following additional information: "thank you for acknowledging the recent concern on our high potassium levels with the sst tubes. I did not initiate a complaint. Someone called as a survey to ask if we had any complaints or issues with any of the bd tubes. I mentioned that we have had several high potassium levels but I didn¿t know that it was necessarily a tube problem. Our instrument is highly sensitive to potassium. We have had in the past a problem when our phlebotomy team did not follow the proper procedure for blood collections. Some of these issues were not letting the alcohol dry, rubbing the arm vigorously before blood draw and using a butterfly needle. The gentleman asked me what our current lot number was and I gave him the information. I do not feel that I can answer these questions accurately, as this is a sporadic problem. If I should notice that it is a persistent problem, I will certainly contact bd. Thank you again for your concern."